Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a single non-vitros biorad l3 quality control fluid, lot 45790, using vitros na+ slide lot 4219-0992-0712 on a vitros 350 chemistry system. The event was isolated to the calibration event performed on (B)(6) 2018. The calibration was suboptimal when compared to the typical calibration parameters, and as shown by the low recovery of the post calibration quality control results. The assignable cause of the suboptimal (B)(6) calibration is unknown, however, user error, where the calibrator lyophilate was reconstituted with an incorrect volume of diluent cannot be ruled out as contributing to the event. Acceptable vitros na+ performance was observed after a 2nd calibration event was performed using the pipettes recommended by ortho. The investigation found no indication the vitros 350 chemistry system or vitros na+ slide lot 4219-0992-0712 malfunctioned, as recalibrating without any additional actions resolved the issue.

Event description:
A customer obtained a lower than expected vitros sodium (na+) result from a single non-vitros biorad l3 quality control fluid, lot 45790, using vitros na+ slide lot 4219-0992-0712 on a vitros 350 chemistry system. Biorad l3 na+ result of 145.0 mmol/l vs. The expected result of 168.5 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not affected and there were no allegations of harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected at the same magnitude if the event were to recur undetected. (B)(4).